Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet mobile app displayed a sensor incompatibility message because the patient was using a freestyle libre 3 sensor instead of a compatible freestyle libre 3 plus sensor, which constituted a use-of-device issue and did not involve a specific device component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem due to the incompatible sensor model, consistent with a use-of-device problem and not attributable to a particular component. The patient elected to revert to backup therapy and was educated on bg run mode and safe shutdown of the pump. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions.